Event description:
Pt underwent procedure for right iliac stenting. Following completion, femoral access site closure attempted with vasoseal collagen plug. While delivering collagen and attempting to withdraw guide wire, wire tip separated and remained within access track, within collagen plug; demonstrated by fluoroscopy. No adverse outcome noted.